Manufacturer narrative:
Patient reports a snap in the chin area. It is not clear if this could be attributable to a broken suture, and therefore a device malfunction. The suspected malfunction could cause or contribute to a serious injury if it reoccurred (for example, surgical intervention).

Event description:
Patient felt tightness under the chin and voice pitch changed.

Event description:
Patient felt tightness under the chin and voice pitch changed.